Event description:
The customer's mother reported that the needle did not retract after firing. Despite this, the pod continued to be worn and her son experienced consistently high bg's (262-500mg/dl) over the following 23 hrs. The pod was deactivated and will be returned for eval.

Manufacturer narrative:
The product was not returned, so no evaluation is possible. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". The user noted the condition upon placing the pod, but failed to immediately remove and replace the device per labeling instructions. The user guide also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.